Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the lead was failed to retract and exhibited poor pacing. The lead was capped and replaced on (B)(6) 2022 during procedure. The patient was discharged.